Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, we were unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with corroded battery tube, cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported via phone by customer's spouse that the insulin pump alarmed motor error. The customer's blood glucose was unknown. The customer stated they had five motor error alarms in one week. The customer was advised to discontinue the use of the pump and revert to back up plan. In addition, the customer was advised to prime and no alarm occurred.